Event description:
Fmc canada complaint received for eval. Stated complaint "blood leak at start of treatment.' Blood visible in the dialysate as treatment was initiated. Dialyzer changed, extracorporeal circuit discarded and treatment continued with another new dialyzer without incident. MDR filed due to the blood loss reported. No related pt injury or illness. No medical intervention required, as a result of the reported leak. Complaint sample discarded; however, companion sample is available for eval. No further info is available from the customer, such as blood flow rate at the time of the reported leak.